Event description:
It was reported that the device received an alarm - error code message. The error code displayed was 133.6090. There was no patient involvement.

Manufacturer narrative:
Technical support performed troubleshooting over the phone to determine the customer reported issue of npi error code 133.6090 on 8015 ls unit. Technical support: 1. Tech called in for help on 8015 ls unit has error code 133.6090 which is the main speaker needs to be replace. 2. Tech had replace main speaker twice and still get the same error 3. Tech will send unit in for services repair confirm price quote for repair services. Steps to solve (internal) solution/workaround summary: ¿ troubleshooting a 133.6080 error. Suggested messaging: ¿ has this unit been charging on ac power? High level steps/procedure: 1.charge battery pack. 2. Replace backup speaker 3.return to factory for repair. A serial number was not provided therefore a review of the device history record cannot be performed. Based on troubleshooting results, technical services determined the proximate cause of the customer¿s reported issue. Technical support: 1. Tech called in for help on 8015 ls unit has error code 133.6090 which is the main speaker needs to be replace. 2. Tech had replace main speaker twice and still get the same error 3. Tech will send unit in for services repair confirm price quote for repair services. Steps to solve (internal) solution/workaround summary: ¿ troubleshooting a 133.6080 error. Suggested messaging: ¿ has this unit been charging on ac power? High level steps/procedure: 1.charge battery pack. 2. Replace backup speaker 3.return to factory for repair. A serial number was not provided therefore a review of the device history record cannot be performed. H3 other text : device was not returned to manufacturing facility.

Manufacturer narrative:
The reported problem was confirmed. Technical support performed troubleshooting over the phone to determine the customer reported issue of npi error code 133.6090 on 8015 ls unit. Based on troubleshooting results, technical services determined the proximate cause of the customer¿s reported issue. Replace main speaker. A serial number was not provided therefore a review of the device history record cannot be performed. Correction: e2, g2.

Event description:
It was reported that the device received an alarm - error code message. The error code displayed was 133.6090. There was no patient involvement.

Manufacturer narrative:
The device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the device received an alarm - error code message. The error code displayed was 133.6090. There was no patient involvement.